Manufacturer narrative:
Tracking #.49828. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic hernia repair the staples would not form properly. The stapler jammed and a new instrument was opened to complete the case. Four staplers were used in the procedure.